Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection was performed and the lens was received cut in two pieces. The conditions of the returned lens are compatible with an explanted lens. Considering the condition of the lens additional analysis is not possible. The reported complaint issue was not verified in the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Manufacturing controls were reviewed. All lenses are inspected for particles, fibers, spots from water, ipa, etc. On the lens surface. The lens is also inspected for rough lens surfaces/edge. The lens is accepted if the edge is smooth and if the haptic tip was polished. The results of in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) exact date of event was not provided. (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient complained about worsening glare and distance vision after implantation of a 21.5 diopter zcb00 intraocular lens (iol). Patient continued to have halos and glare 6 weeks post implantation. The iol was explanted and exchanged with a 19.5 (smaller) diopter zcb00. No further information was provided.